Event description:
It was reported that at the one month follow-up, the patient experienced a neurological event, specifically, neglected to double stimulus tactile stimulation. The condition is continuing, was not pre-existing, and not related to the device. No action or treatment was taken.